Manufacturer narrative:
This supplemental report was created to update the entry in d6b: explant date and h6: impact code. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was part of a system revision due to pocket erosion. There were no additional adverse patient effects reported. All available information indicates that as of this time, the pacemaker remains in service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was part of a system revision due to pocket erosion. There were no additional adverse patient effects reported. All available information indicates that as of this time, the pacemaker remains in service.